Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: a photograph was provided. The photograph shows a dialyzer from the reported lot lying on top of a lot of other supplies (saline bag, tubing, and another dialyzer). There appears to be blood present within the dialyzer, on the outside of the fibers, concentrated on one end of the dialyzer. This is indicative of an internal blood leak; however, the cause of the leak is not apparent in the photograph. A review of the production record was performed. There was one temporarily approved dn noted on the lot. It is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.